Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to reproduce the reported error. The fse took out the safety disk, reseated it; and checked the iabp fill port connection which was loose. The fse tightened the connections and retested and unit. The iabp then passed the safety disk leak test. The safety disk leak test was performed five (5) times and the unit passed each time. The fse performed a full calibration and functional test in accordance with the system¿s respective service manual, section 4 ¿calibration procedure¿. The iabp unit was returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit displayed a safety disk leak test error when performing the test at startup. There was no patient involvement, thus no adverse event was reported.